Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. Only the pump component of the existing ipp was explanted and replaced. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.